Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, loss of mobility, anxiety, fear and elevated metal ion levels.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what previously alleges, litigation alleged injury, potential cobalt and/or chromium poisoning, metallosis, and emotional distress. Doi: (B)(6) 2010; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, patient was revised to address pain and maximize postsurgical functional outcome. No impingement noted.